Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 errors were found in the history, and the up button is always active. Due to an external mechanical influence, the snap dome of this button is pressed through. This led to an always activated up button and unsolvable e8 error messages. The w8 warning (bolus cancelled) were found in the pump history, and the mentioned w8 warning is not a malfunction of the pump.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion device displayed a8 bolus cancelled and e8 power interrupt errors while in the run mode. He changed the battery and battery cover but was unable to clear the error message by pressing the check button. The infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.